Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/15/2010 and 11/09/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during three intraocular lens (iol) implant procedures, the haptics were rigid in the distal area and caused the capsular bags to tear. The iols were then implanted in the sulcus. For this pt a vitrectomy was performed and she experienced an elevated intraocular pressure on the first postoperative day. She was treated with medications for two months following the procedure. Additional info has been requested. There are three medical device reports associated with this event. This report is for the second pt.